Event description:
It was reported that the consultant called and spoke to the sales rep with questions relating to the use of bladed trocars for primary port insertion without the use of pneumoperitoneum. The rep advised the doctor that this method only refers to the bladeless trocars and that only these devices should be used in this manner. We are led to believe that the doctor has used dilating tip trocars in this manner despite advice from the tm against this in prior discussions. Again, in the conversation, the rep was told that the trocar insertion may have led to vascular damage and the pt was converted to open. This is all conversational. The device was discarded. Attempts were made for additional info and no additional detail has been provided to date.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.